Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument and sureform 45 green reload for evaluation; however, failure analysis is still ongoing. A review of the advanced technical logs for the sureform 45 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show the sureform 45 stapler instrument was installed on the system 1x and fired no reloads. On the only install, a sureform 45 green reload was loaded. The user made 3 incomplete clamps stopping at 56%, 59%, and 65%, respectively. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler instrument would not open when placed inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 45 reload color was green. The instrument would not open once placed within the patient. There was no tissue in the instrument's jaws at the time of the event.

Manufacturer narrative:
The products were analyzed, and the following investigations were obtained: sureform 45 stapler instrument: visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two sureform 45 green reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The logs showed no failures. The instrument was fully functional. Sureform 45 green reload: there was no damage to the reload. There are no device related failures. The reload was returned unused and unfired. It was not proceeded with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialize clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.

Event description:
Refer to h11 for follow-up information.